Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was taken to biologics at the hospital.

Event description:
During a hardware removal of asnis iii 4.0 mm cannulated screws we were using a comical drill ( ref# k0cf181 lot# 1806-6167) due to bone growth around the screw head. Bone became wedged in the drill with the screw and the screw broke. The screw became stuck in the drill along with bone. Upon removing the conical drill and noticing the screw head was gone. Because of the broken screw head dr. Had to leave the remaining portion of the screw in the patient.